Event description:
Device malfunction: loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, before locator wing deployment the clip applier was excessively retracted from the tissue tract causing it too lose vessel access. A chito-seal was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Excessive retraction from tissue tract.